Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead; lot#: serial#: unknown; implanted:; explanted:; product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, ubd: , UDI#:. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that, on (B)(6) 2022, the caller had their dbs implantable neurostimulator (ins) removed, which had been previously implanted for pain, and because of the device being so old, when the neurosurgeon took the ins out, the wiring had disintegrated and they were informed by the healthcare provider (hcp) that they would not be able to have another dbs device, but they could consider an scs implant. The caller stated they didn't really want to do that and provided relevant medical information in that they had talked with the hcp and were going to wait a month or so to see how their pain level was at as they believed the patient's brain may have morphed that may have resulted in the patient having good pain relief without dbs. The caller stated their pain level was fine and added that they did use a fentanyl patch, but other than that they didn't think they would need an implant again. The caller mentioned that the hcp could not take the electrodes out of their brain as they were jagged. Patient services (pss) asked when they had learned they were jagged, and the caller did not provide an answer and stated that the hcp just knew because the electrodes were old and had been implanted in 1981 and 1991 that they were jagged like a j, so they couldn't be extracted because they would take out a part of the brain. Pss documented reported information.